Event description:
It was reported that they were having more issues with the drains, now the trocar was pulling off on from the tubing as they were passing through the patient. That means that they had to use long forceps to dig inside the patient to pull the actual drain through in order to hook it up. They had reached out to the rep and the best time they could manage to be on site looks like in late december or early january 2026. They were still fielding issues on the sharpness of the trocar as well.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported 1018233-2025-10510. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were having more issues with the drains, now the trocar was pulling off on from the tubing as they were passing through the patient. That means that they had to use long forceps to dig inside the patient to pull the actual drain through in order to hook it up. They had reached out to the rep and the best time they could manage to be on site looks like in (B)(6) 2026. They were still fielding issues on the sharpness of the trocar as well.